Event description:
The surgeon reported sporadic loss of aspiration and excessive irrigation pressure. A posterior capsule tear occurred. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. The root causes of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B)(4).